Manufacturer narrative:
This supplemental report is being submitted for additional information provided by the customer. The customer provided their position at the facility as staff nurse. The following fields were updated: e2, e3. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is likely a power board or main board malfunction or the power was not supplied because the subject device was affected by something other than the device olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An technical assistance representative assisted the customer in troubleshooting the device. The power cord was securely connected to the monitor. The power outlet was confirmed to be working with another unit. The customer did not have another like device for testing to verify if the power brick or the monitor was defective. Further communication by the customer indicated an olympus sales representative was able to resolve the issue on site. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the olympus high definition lcd monitor was not working after initial set up. The customer reported the indicator light did not have a "working sign" when toggling the power button, indicating there was no power going to the monitor. The customer tried another power outlet with the same result. There was no patient harm or impact to patient care reported for this event.